Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The events can be detected and prevented in accordance with the following IFU. The instruction manual tjf-q190v operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit had undergone insufficient reprocessing as foreign material was found on the distal end adhesive. There were several other forms of wear and tear noted throughout the device. Those include but are not limited to material deformation, cracks, and material discoloration. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer returned his olympus evis exera iii duodenovideoscope for a routine yearly maintenance visit. During the maintenance, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was discovered on the distal end adhesive. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation. This event had no patient involvement.